Event description:
Per provider: tubing is leaking. Per independent repair center statement: key failure is tubing leaking. Additional issues are tie wrap leaking, hose clamp leaking and alarming or red light.